Event description:
The patients' attorney has alleged a deficiency against the device. Additional information has been requested, but not yet received. Per additional information received, the patient has experienced pelvic pain, unspecified "symptom" associated with female genital organs, vaginal mesh erosion, pelvic exam with trimming of visualized vaginal mesh with subsequent application of silver nitrate in the vagina, anterior colporrhaphy vaginal cuff repair, mesh excision vaginal cuff/anterior repair, cystoscopy, vaginoscopy, mesh exposure after sacrocolpopexy and mesh implant removal. Associated MDR# 1018233-2012-01991 and 1018233-2012-01992.